Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain / pelvic pain (severe)/ pain"), genital haemorrhage ("abnormal bleeding") and surgery ("emergency surgery") in a 25-year-old female patient who had essure (ess205) (batch no. 624477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2005 and (B)(6) 2007), tv trichomonas vaginalis, vaginal delivery, ovarian cyst, cough, wheezing, bipolar disorder, kidney stones, urinary tract infection and fractured coccyx. Previously administered products included for birth control: ortho tri ¿cyclen from 2007 to may 2007 and alesse from 2006 to may 2007; for an unreported indication: hydrocodone bitartrate, pertussis immune globuun and acetaminophen. Past adverse reactions to the above products included dyspnoea with pertussis immune globuun; nausea with acetaminophen and hydrocodone bitartrate; and pregnancy with alesse and ortho tri ¿cyclen. Concurrent conditions included obesity, gastroesophageal reflux disease since 2007, bipolar disorder since 2008, protein deficiency since 2008, depression since 2008, weight gain (in 2010), weight loss (in 2010), irritable bowel syndrome (in 2012), heavy periods (in 2012), cholecystectomy, heartburn since (B)(6) 2015, asthma since (B)(6) 2015, vertigo since (B)(6) 2015, alcohol use (rare use), gastroesophageal reflux disease, alcohol abuse, trichomonal vaginitis, environmental allergy, food allergy, dysmenorrhea, heat intolerance, wheezing, postnasal drip, chronic bronchitis, arthritis and shellfish allergy. Family history included smoker and hypertension (father). Concomitant products included anesthetics, general (general anesthesia), cilest (ortho tri-cyclen) in 2007, famotidine, oxycocet (percocet) and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 2 months 14 days after insertion of essure (ess205), the patient experienced device expulsion ("left coil expelled from fallopian tube/ expulsion of essure device/ possible movement of coil (expulsion or migration)."). In 2011, the patient experienced weight increased ("weight gain") and fatigue ("fatigue"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2013, the patient experienced hot flush ("hot flashes") and night sweats ("night sweat"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent surgery (seriousness criterion hospitalization), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), abdominal pain lower ("cramping"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and complication of device insertion ("complications at the time of essure insertion"). The patient was treated with eugynon (alesse) and surgery (hysterectomy with bilateral salpingectomy - robotic-assisted total laparoscopic). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the genital haemorrhage, surgery, device expulsion, dysmenorrhoea, menorrhagia, abdominal pain, feeling abnormal, vaginal haemorrhage, fatigue, hot flush, night sweats, dysfunctional uterine bleeding and complication of device insertion outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hot flush, menorrhagia, night sweats, pelvic pain, surgery, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she did not claim claim that essure worsened a previously existing injury/condition. She did not advised of complications from your essure removal procedure. She did not claim essure caused birth defects. The patient tolerated the procedure well and there were no complications at the end of the case. She never returned for follow-up she had a second essure placed. She never returned for follow-up hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2007: right coil in place and unilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: night sweats, hot flushes, pelvic pain. Concerning the injuries reported in this case, the following one was reported via social media: surgery. Most recent follow-up information incorporated above includes: on 18-jun-2018: information received from social media: reporter information updated. Event surgery was newly added. Patient was in hospital and having unspecified emergency surgery. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 2 months 14 days after insertion of essure (ess205), the patient experienced device expulsion ("left coil expelled from fallopian tube"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (hysterectomy to remove essure in (B)(6) 2015). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, dysmenorrhoea, menorrhagia, abdominal pain and feeling abnormal outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, feeling abnormal, genital haemorrhage, menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2007: left coil expelled from fallopian tube. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. She also experienced abnormal bleeding, amongst non-serious events. Consumer underwent a hysterectomy to remove her devices, more than seven years after insertion. Pelvic pain and abnormal genital bleeding and changes in bleeding pattern may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, due to required surgical intervention. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain / pelvic pain (severe)/ pain/pelvic pain"), genital haemorrhage ("abnormal bleeding") and surgery ("emergency surgery") in a 25-year-old female patient who had essure (ess205) (batch no. 624477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2005 and (B)(6) 2007), tv trichomonas vaginalis, vaginal delivery, ovarian cyst, cough, wheezing, bipolar disorder, kidney stones, urinary tract infection and fractured coccyx. Previously administered products included for birth control: alesse from 2006 to 2007 and ortho tri ¿cyclen in 2007; for an unreported indication: hydrocodone bitartrate, acetaminophen and pertussis immune globuun. Past adverse reactions to the above products included dyspnoea with pertussis immune globuun; nausea with acetaminophen and hydrocodone bitartrate; and pregnancy with alesse and ortho tri ¿cyclen. Concurrent conditions included obesity, gastroesophageal reflux disease since 2007, bipolar disorder since 2008, protein deficiency since 2008, depression since 2008, weight gain (in 2010), weight loss (in 2010), irritable bowel syndrome (in 2012), heavy periods (in 2012), cholecystectomy, heartburn since (B)(6) 2015, asthma since (B)(6) 2015, vertigo since (B)(6) 2015, alcohol use (rare use), gastroesophageal reflux disease, alcohol abuse, trichomonal vaginitis, environmental allergy, food allergy, dysmenorrhea, heat intolerance, wheezing, postnasal drip, chronic bronchitis, arthritis and shellfish allergy. Family history included smoker and hypertension (father). Concomitant products included anesthetics, general (general anesthesia), bupropion (wellbutrin) from 2008 to 2015, cilest (ortho tri-cyclen) in 2007, famotidine, oxycocet (percocet) and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2011, the patient experienced weight increased ("weight gain/weight gain") and fatigue ("fatigue/fatigue"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding vaginal/abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced hot flush ("hot flashes/hormonal changes: hot flashes") and night sweats ("night sweat/hormonal changes: night sweats"). In 2015, 2 months 14 days after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced device expulsion ("left coil expelled from fallopian tube/ expulsion of essure device/ possible movement of coil (expulsion or migration)/expulsion of essure device"). On an unknown date, the patient underwent surgery (seriousness criterion hospitalization), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), abdominal pain lower ("cramping"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and complication of device insertion ("complications at the time of essure insertion"). The patient was treated with eugynon (alesse) and surgery (hysterectomy full with bilateral salpingectomy - robotic-assisted total laparoscopic). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower was resolving and the genital haemorrhage, surgery, device expulsion, menorrhagia, abdominal pain, feeling abnormal, vaginal haemorrhage, weight increased, fatigue, hot flush, night sweats, dysfunctional uterine bleeding and complication of device insertion outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hot flush, menorrhagia, night sweats, pelvic pain, surgery, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she did not claim claim that essure worsened a previously existing injury/condition. She did not advised of complications from your essure removal procedure. She did not claim essure caused birth defects. The patient tolerated the procedure well and there were no complications at the end of the case. She never returned for follow-up she had a second essure placed. She never returned for follow-up hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2007: right coil in place and unilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: night sweats, hot flushes, pelvic pain. Concerning the injuries reported in this case, the following one was reported via social media: surgery. Most recent follow-up information incorporated above includes: on 6-aug-2018: pfs received. Outcome of event dysmenorrhea was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain / pelvic pain (severe)/ pain/pelvic pain') and surgery ('emergency surgery') in a 25-year-old female patient who had essure (ess205) (batch no. 624477) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (B)(6) 2005 and (B)(6) 2007), tv trichomonas vaginalis, vaginal delivery, ovarian cyst, cough, wheezing, bipolar disorder, kidney stones, urinary tract infection and fractured coccyx. Previously administered products included for birth control: alesse from 2006 to 2007 and ortho tri ¿cyclen in 2007; for an unreported indication: hydrocodone bitartrate, acetaminophen and pertussis immune globuun. Past adverse reactions to the above products included dyspnoea with pertussis immune globuun; nausea with acetaminophen and hydrocodone bitartrate; and pregnancy with alesse and ortho tri ¿cyclen. Concurrent conditions included heartburn since (B)(6) 2015, asthma since (B)(6) 2015, vertigo since (B)(6) 2015, bipolar disorder since 2008, protein deficiency since 2008, depression since 2008, gastroesophageal reflux disease since 2007, obesity, weight gain (in 2010), weight loss (in 2010), irritable bowel syndrome (in 2012), heavy periods (in 2012), cholecystectomy, alcohol use (rare use), gastroesophageal reflux disease, alcohol abuse, trichomonal vaginitis, environmental allergy, food allergy, dysmenorrhea, heat intolerance, wheezing, postnasal drip, chronic bronchitis, arthritis and shellfish allergy. Family history included smoker and hypertension (father). Concomitant products included anesthetics, general, bupropion hydrochloride (wellbutrin) from 2008 to 2015, ethinylestradiol; norgestimate (ortho tri-cyclen) in 2007, famotidine, oxycodone hydrochloride; paracetamol (percocet) and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2011, the patient was found to have weight increased ("weight gain / weight gain") and experienced fatigue ("fatigue / fatigue"). In 2012, the patient experienced genital hemorrhage ("abnormal bleeding"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal hemorrhage ("abnormal bleeding vaginal/abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced hot flush ("hot flashes/hormonal changes: hot flashes") and night sweats ("night sweat/hormonal changes: night sweats"). In 2015, the patient experienced device expulsion ("left coil expelled from fallopian tube/ expulsion of essure device/ possible movement of coil (expulsion or migration)/expulsion of essure device"), 2 months 14 days after insertion of essure (ess205). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent surgery (seriousness criterion hospitalization) and experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), feeling abnormal ("brain fog"), cholelithiasis ("gallstones"), complication of device insertion ("complications at the time of essure insertion"), menstruation delayed ("I haven't had my period in a month") and vertigo ("vertigo"). The patient was treated with ethinylestradiol;levonorgestrel (alesse) and surgery (gallbladder removal and hysterectomy full with bilateral salpingectomy - robotic-assisted total laparoscopic). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower was resolving and the surgery, device expulsion, abdominal pain, dysfunctional uterine bleeding, genital hemorrhage, menorrhagia, vaginal haemorrhage, feeling abnormal, weight increased, fatigue, hot flush, night sweats, cholelithiasis, complication of device insertion, menstruation delayed and vertigo outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, cholelithiasis, complication of device insertion, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, genital hemorrhage, hot flush, menorrhagia, menstruation delayed, night sweats, pelvic pain, surgery, vaginal hemorrhage, vertigo and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not advised of complications from your essure removal procedure. She did not claim essure caused birth defects. The patient tolerated the procedure well and there were no complications at the end of the case. She never returned for follow-up she had a second essure placed. She never returned for follow-up hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2007: results: right coil in place and unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media was received. Event added- vertigo. Reporter were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain / pelvic pain (severe)/ pain/pelvic pain"), genital haemorrhage ("abnormal bleeding") and surgery ("emergency surgery") in a 25-year-old female patient who had essure (ess205) (batch no. 624477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2005 and (B)(6) 2007), tv trichomonas vaginalis, vaginal delivery, ovarian cyst, cough, wheezing, bipolar disorder, kidney stones, urinary tract infection and fractured coccyx. Previously administered products included for birth control: alesse from 2006 to 2007 and ortho tri ¿cyclen in 2007; for an unreported indication: hydrocodone bitartrate, acetaminophen and pertussis immune globuun. Past adverse reactions to the above products included dyspnoea with pertussis immune globuun; nausea with acetaminophen and hydrocodone bitartrate; and pregnancy with alesse and ortho tri ¿cyclen. Concurrent conditions included obesity, gastroesophageal reflux disease since 2007, bipolar disorder since 2008, protein deficiency since 2008, depression since 2008, weight gain (in 2010), weight loss (in 2010), irritable bowel syndrome (in 2012), heavy periods (in 2012), cholecystectomy, heartburn since (B)(6) 2015, asthma since (B)(6) 2015, vertigo since (B)(6) 2015, alcohol use (rare use), gastroesophageal reflux disease, alcohol abuse, trichomonal vaginitis, environmental allergy, food allergy, dysmenorrhea, heat intolerance, wheezing, postnasal drip, chronic bronchitis, arthritis and shellfish allergy. Family history included smoker and hypertension (father). Concomitant products included anesthetics, general (general anesthesia), bupropion (wellbutrin) from 2008 to 2015, cilest (ortho tri-cyclen) in 2007, famotidine, oxycocet (percocet) and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2011, the patient experienced weight increased ("weight gain/weight gain") and fatigue ("fatigue/fatigue"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding vaginal/abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced hot flush ("hot flashes/hormonal changes: hot flashes") and night sweats ("night sweat/hormonal changes: night sweats"). In 2015, 2 months 14 days after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced device expulsion ("left coil expelled from fallopian tube/ expulsion of essure device/ possible movement of coil (expulsion or migration)/expulsion of essure device"). On an unknown date, the patient underwent surgery (seriousness criterion hospitalization), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), abdominal pain lower ("cramping"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and complication of device insertion ("complications at the time of essure insertion"). The patient was treated with eugynon (alesse) and surgery (hysterectomy full with bilateral salpingectomy - robotic-assisted total laparoscopic). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower was resolving and the genital haemorrhage, surgery, device expulsion, menorrhagia, abdominal pain, feeling abnormal, vaginal haemorrhage, weight increased, fatigue, hot flush, night sweats, dysfunctional uterine bleeding and complication of device insertion outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hot flush, menorrhagia, night sweats, pelvic pain, surgery, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she did not claim claim that essure worsened a previously existing injury/condition. She did not advised of complications from your essure removal procedure. She did not claim essure caused birth defects. The patient tolerated the procedure well and there were no complications at the end of the case. She never returned for follow-up she had a second essure placed. She never returned for follow-up hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2007: right coil in place and unilateral occlusion . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: night sweats, hot flushes, pelvic pain. Concerning the injuries reported in this case, the following one was reported via social media: surgery. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain / pelvic pain (severe)/ pain/pelvic pain') and surgery ('emergency surgery') in a 25-year-old female patient who had essure (ess205) (batch no. 624477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 ( (B)(6) 2005 and (B)(6) 2007), tv trichomonas vaginalis, vaginal delivery, ovarian cyst, cough, wheezing, bipolar disorder, kidney stones, urinary tract infection and fractured coccyx. Previously administered products included for birth control: alesse from 2006 to 2007 and ortho tri ¿cyclen in 2007; for an unreported indication: hydrocodone bitartrate, acetaminophen and pertussis immune globuun. Past adverse reactions to the above products included dyspnoea with pertussis immune globuun; nausea with acetaminophen and hydrocodone bitartrate; and pregnancy with alesse and ortho tri ¿cyclen. Concurrent conditions included heartburn since (B)(6) 2015, asthma since (B)(6) 2015, vertigo since (B)(6) 2015, bipolar disorder since 2008, protein deficiency since 2008, depression since 2008, gastroesophageal reflux disease since 2007, obesity, weight gain (in 2010), weight loss (in 2010), irritable bowel syndrome (in 2012), heavy periods (in 2012), cholecystectomy, alcohol use (rare use), gastroesophageal reflux disease, alcohol abuse, trichomonal vaginitis, environmental allergy, food allergy, dysmenorrhea, heat intolerance, wheezing, postnasal drip, chronic bronchitis, arthritis and shellfish allergy. Family history included smoker and hypertension (father). Concomitant products included anesthetics, general, bupropion hydrochloride (wellbutrin) from 2008 to 2015, ethinylestradiol;norgestimate (ortho tri-cyclen) in 2007, famotidine, oxycodone hydrochloride;paracetamol (percocet) and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2011, the patient was found to have weight increased ("weight gain/weight gain") and experienced fatigue ("fatigue/fatigue"). In 2012, the patient experienced genital haemorrhage ("abnormal bleeding"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding vaginal/abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced hot flush ("hot flashes/hormonal changes: hot flashes") and night sweats ("night sweat/hormonal changes: night sweats"). In 2015, the patient experienced device expulsion ("left coil expelled from fallopian tube/ expulsion of essure device/ possible movement of coil (expulsion or migration)/expulsion of essure device"), 2 months 14 days after insertion of essure (ess205). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent surgery (seriousness criterion hospitalization) and experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), feeling abnormal ("brain fog"), cholelithiasis ("gallstones"), complication of device insertion ("complications at the time of essure insertion"), menstruation delayed ("I haven't had my period in a month") and vertigo ("vertigo"). The patient was treated with ethinylestradiol;levonorgestrel (alesse) and surgery (gallbladder removal and hysterectomy full with bilateral salpingectomy - robotic-assisted total laparoscopic). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower was resolving and the surgery, device expulsion, abdominal pain, dysfunctional uterine bleeding, genital haemorrhage, menorrhagia, vaginal haemorrhage, feeling abnormal, weight increased, fatigue, hot flush, night sweats, cholelithiasis, complication of device insertion, menstruation delayed and vertigo outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, cholelithiasis, complication of device insertion, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hot flush, menorrhagia, menstruation delayed, night sweats, pelvic pain, surgery, vaginal haemorrhage, vertigo and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not advised of complications from your essure removal procedure. She did not claim essure caused birth defects. The patient tolerated the procedure well and there were no complications at the end of the case. She never returned for follow-up she had a second essure placed. She never returned for follow-up hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2007: results: right coil in place and unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain / pelvic pain (severe)/ pain/pelvic pain') and surgery ('emergency surgery') in a 25-year-old female patient who had essure (ess205) (batch no. 624477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (B)(6) 2005 and (B)(6) 2007, tv trichomonas vaginalis, vaginal delivery, ovarian cyst, cough, wheezing, bipolar disorder, kidney stones, urinary tract infection and fractured coccyx. Previously administered products included for birth control: alesse from 2006 to 2007 and ortho tri ¿cyclen in 2007; for an unreported indication: hydrocodone bitartrate, acetaminophen and pertussis immune globuun. Past adverse reactions to the above products included dyspnoea with pertussis immune globuun; nausea with acetaminophen and hydrocodone bitartrate; and pregnancy with alesse and ortho tri ¿cyclen. Concurrent conditions included heartburn since (B)(6) 2015, asthma since (B)(6) 2015, vertigo since (B)(6) 2015, bipolar disorder since 2008, protein deficiency since 2008, depression since 2008, gastroesophageal reflux disease since 2007, obesity, weight gain (in 2010), weight loss (in 2010), irritable bowel syndrome (in 2012), heavy periods (in 2012), cholecystectomy, alcohol use (rare use), gastroesophageal reflux disease, alcohol abuse, trichomonal vaginitis, environmental allergy, food allergy, dysmenorrhea, heat intolerance, wheezing, postnasal drip, chronic bronchitis, arthritis and shellfish allergy. Family history included smoker and hypertension (father). Concomitant products included anesthetics, general, bupropion hydrochloride (wellbutrin) from 2008 to 2015, ethinylestradiol; norgestimate (ortho tri-cyclen) in 2007, famotidine, oxycodone hydrochloride; paracetamol (percocet) and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2011, the patient was found to have weight increased ("weight gain/weight gain") and experienced fatigue ("fatigue/fatigue"). In 2012, the patient experienced genital haemorrhage ("abnormal bleeding"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding vaginal/abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced hot flush ("hot flashes/hormonal changes: hot flashes") and night sweats ("night sweat/hormonal changes: night sweats"). In 2015, the patient experienced device expulsion ("left coil expelled from fallopian tube/ expulsion of essure device/ possible movement of coil (expulsion or migration)/expulsion of essure device"), 2 months 14 days after insertion of essure (ess205). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent surgery (seriousness criterion hospitalization) and experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), feeling abnormal ("brain fog"), cholelithiasis ("gallstones"), complication of device insertion ("complications at the time of essure insertion"), menstruation delayed ("I haven't had my period in a month") and vertigo ("vertigo"). The patient was treated with ethinylestradiol;levonorgestrel (alesse) and surgery (gallbladder removal and hysterectomy full with bilateral salpingectomy - robotic-assisted total laparoscopic). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower was resolving and the surgery, device expulsion, abdominal pain, dysfunctional uterine bleeding, genital haemorrhage, menorrhagia, vaginal haemorrhage, feeling abnormal, weight increased, fatigue, hot flush, night sweats, cholelithiasis, complication of device insertion, menstruation delayed and vertigo outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, cholelithiasis, complication of device insertion, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hot flush, menorrhagia, menstruation delayed, night sweats, pelvic pain, surgery, vaginal haemorrhage, vertigo and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not advised of complications from your essure removal procedure. She did not claim essure caused birth defects. The patient tolerated the procedure well and there were no complications at the end of the case. She never returned for follow-up she had a second essure placed. She never returned for follow-up hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2007: results: right coil in place and unilateral occlusion. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain / pelvic pain (severe)/ pain/pelvic pain') and surgery ('emergency surgery') in a 25-year-old female patient who had essure (ess205) (batch no. 624477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((B)(6) 2005 and (B)(6) 2007), tv trichomonas vaginalis, vaginal delivery, ovarian cyst, cough, wheezing, bipolar disorder, kidney stones, urinary tract infection and fractured coccyx. Previously administered products included for birth control: alesse from 2006 to 2007 and ortho tri ¿cyclen in 2007; for an unreported indication: hydrocodone bitartrate, acetaminophen and pertussis immune globuun. Past adverse reactions to the above products included dyspnoea with pertussis immune globuun; nausea with acetaminophen and hydrocodone bitartrate; and pregnancy with alesse and ortho tri ¿cyclen. Concurrent conditions included heartburn since (B)(6) 2015, asthma since (B)(6) 2015, vertigo since (B)(6) 2015, bipolar disorder since 2008, protein deficiency since 2008, depression since 2008, gastroesophageal reflux disease since 2007, obesity, weight gain (in 2010), weight loss (in 2010), irritable bowel syndrome (in 2012), heavy periods (in 2012), cholecystectomy, alcohol use (rare use), gastroesophageal reflux disease, alcohol abuse, trichomonal vaginitis, environmental allergy, food allergy, dysmenorrhea, heat intolerance, wheezing, postnasal drip, chronic bronchitis, arthritis and shellfish allergy. Family history included smoker and hypertension (father). Concomitant products included anesthetics, general, bupropion hydrochloride (wellbutrin) from 2008 to 2015, ethinylestradiol;norgestimate (ortho tri-cyclen) in 2007, famotidine, oxycodone hydrochloride;paracetamol (percocet) and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2011, the patient was found to have weight increased ("weight gain/weight gain") and experienced fatigue ("fatigue/fatigue"). In 2012, the patient experienced genital haemorrhage ("abnormal bleeding"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding vaginal/abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced hot flush ("hot flashes/hormonal changes: hot flashes") and night sweats ("night sweat/hormonal changes: night sweats"). In 2015, the patient experienced device expulsion ("left coil expelled from fallopian tube/ expulsion of essure device/ possible movement of coil (expulsion or migration)/expulsion of essure device"), 2 months 14 days after insertion of essure (ess205). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent surgery (seriousness criterion hospitalization) and experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), feeling abnormal ("brain fog"), cholelithiasis ("gallstones") and complication of device insertion ("complications at the time of essure insertion"). The patient was treated with ethinylestradiol;levonorgestrel (alesse) and surgery (gallbladder removal and hysterectomy full with bilateral salpingectomy - robotic-assisted total laparoscopic). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower was resolving and the surgery, device expulsion, abdominal pain, dysfunctional uterine bleeding, genital haemorrhage, menorrhagia, vaginal haemorrhage, feeling abnormal, weight increased, fatigue, hot flush, night sweats, cholelithiasis and complication of device insertion outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, cholelithiasis, complication of device insertion, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hot flush, menorrhagia, night sweats, pelvic pain, surgery, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not advised of complications from your essure removal procedure. She did not claim essure caused birth defects. The patient tolerated the procedure well and there were no complications at the end of the case. She never returned for follow-up she had a second essure placed. She never returned for follow-up hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2007: results: right coil in place and unilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: night sweats, hot flushes, pelvic pain. Concerning the injuries reported in this case, the following one was reported via social media: surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporters information added. Event: gallstones was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain / pelvic pain (severe)/ pain") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure (ess205) (batch no. 624477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (22jan2005 and 20may2007), tv trichomonas vaginalis, vaginal delivery, cyst, cough, wheezing, bipolar disorder, kidney stones, urinary tract infection and fractured coccyx. Previously administered products included for birth control: alesse from 2006 to may 2007 and ortho tri ¿cyclen from 2007 to may 2007; for an unreported indication: hydrocodone bitartrate, acetaminophen and pertussis immune globuun. Past adverse reactions to the above products included dyspnoea with pertussis immune globuun; nausea with acetaminophen and hydrocodone bitartrate; and pregnancy with alesse and ortho tri ¿cyclen. Concurrent conditions included obesity, gastroesophageal reflux disease since 2007, bipolar disorder since 2008, protein deficiency since 2008, depression since 2008, weight gain (in 2010), weight loss (in 2010), irritable bowel syndrome (in 2012), heavy periods (in 2012), cholecystectomy, heartburn since 6-may-2015, asthma since 2-apr-2015, vertigo since 2-apr-2015, alcohol use (rare use), gastroesophageal reflux disease, alcohol abuse, trichomonal vaginitis, environmental allergy, food allergy, dysmenorrhea, heat intolerance, wheezing, postnasal drip, chronic bronchitis, arthritis and shellfish allergy. Family history included smoker and hypertension (father). Concomitant products included anesthetics, general (general anesthesia), cilest (ortho tri-cyclen) in 2007, famotidine, oxycocet (percocet) and salbutamol (albuterol). On 31-aug-2007, the patient had essure (ess205) inserted. On 13-nov-2007, 2 months 14 days after insertion of essure (ess205), the patient experienced device expulsion ("left coil expelled from fallopian tube/ expulsion of essure device/ possible movement of coil (expulsion or migration)."). In 2011, the patient experienced weight increased ("weight gain") and fatigue ("fatigue"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2013, the patient experienced hot flush ("hot flashes") and night sweats ("night sweat"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), abdominal pain lower ("cramping"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and complication of device insertion ("complications at the time of essure insertion"). The patient was treated with eugynon (alesse) and surgery (hysterectomy with bilateral salpingectomy - robotic-assisted total laparoscopic). Essure (ess205) was removed on 18-may-2015. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the genital haemorrhage, device expulsion, dysmenorrhoea, menorrhagia, abdominal pain, feeling abnormal, vaginal haemorrhage, fatigue, hot flush, night sweats, dysfunctional uterine bleeding and complication of device insertion outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hot flush, menorrhagia, night sweats, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she did not claim claim that essure worsened a previously existing injury/condition. She did not advised of complications from your essure removal procedure. She did not claim essure caused birth defects. The patient tolerated the procedure well and there were no complications at the end of the case. She never returned for follow-up she had a second essure placed. She never returned for follow-up hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Ultrasound pelvis - on 19-oct-2007: right coil in place and unilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: night sweats, hot flushes, pelvic pain, most recent follow-up information incorporated above includes: on 22-feb-2018: plaintiff fact sheet and medical records received. Events added per pfs: abnormal bleeding vaginal, abnormal bleeding menorrhagia, expulsion, pain, weight increased, fatigue, hot flush, night sweat, brain fog, pelvic pain (severe). Event added per mr: dysfunctional uterine bleeding. Patient demographics, medical history, concurrent conditions, concomitant medications were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain / pelvic pain (severe)/ pain/pelvic pain') and surgery ('emergency surgery') in a 25-year-old female patient who had essure (ess205) (batch no. 624477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (B)(6) 2005 and (B)(6) 2007), tv trichomonas vaginalis, vaginal delivery, ovarian cyst, cough, wheezing, bipolar disorder, kidney stones, urinary tract infection and fractured coccyx. Previously administered products included for birth control: alesse from 2006 to 2007 and ortho tri ¿cyclen in 2007; for an unreported indication: hydrocodone bitartrate, acetaminophen and pertussis immune globuun. Past adverse reactions to the above products included dyspnoea with pertussis immune globuun; nausea with acetaminophen and hydrocodone bitartrate; and pregnancy with alesse and ortho tri ¿cyclen. Concurrent conditions included heartburn since (B)(6) 2015, asthma since (B)(6) 2015, vertigo since (B)(6) 2015, bipolar disorder since 2008, protein deficiency since 2008, depression since 2008, gastroesophageal reflux disease since 2007, obesity, weight gain (in 2010), weight loss (in 2010), irritable bowel syndrome (in 2012), heavy periods (in 2012), cholecystectomy, alcohol use (rare use), gastroesophageal reflux disease, alcohol abuse, trichomonal vaginitis, environmental allergy, food allergy, dysmenorrhea, heat intolerance, wheezing, postnasal drip, chronic bronchitis, arthritis and shellfish allergy. Family history included smoker and hypertension (father). Concomitant products included anesthetics, general, bupropion hydrochloride (wellbutrin) from 2008 to 2015, ethinylestradiol;norgestimate (ortho tri-cyclen) in 2007, famotidine, oxycodone hydrochloride;paracetamol (percocet) and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2011, the patient was found to have weight increased ("weight gain/weight gain") and experienced fatigue ("fatigue/fatigue"). In 2012, the patient experienced genital haemorrhage ("abnormal bleeding"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding vaginal/abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced hot flush ("hot flashes/hormonal changes: hot flashes") and night sweats ("night sweat/hormonal changes: night sweats"). In 2015, the patient experienced device expulsion ("left coil expelled from fallopian tube/ expulsion of essure device/ possible movement of coil (expulsion or migration)/expulsion of essure device"), 2 months 14 days after insertion of essure (ess205). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent surgery (seriousness criterion hospitalization) and experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), feeling abnormal ("brain fog"), cholelithiasis ("gallstones"), complication of device insertion ("complications at the time of essure insertion") and menstruation delayed ("I haven't had my period in a month"). The patient was treated with ethinylestradiol;levonorgestrel (alesse) and surgery (gallbladder removal and hysterectomy full with bilateral salpingectomy - robotic-assisted total laparoscopic). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower was resolving and the surgery, device expulsion, abdominal pain, dysfunctional uterine bleeding, genital haemorrhage, menorrhagia, vaginal haemorrhage, feeling abnormal, weight increased, fatigue, hot flush, night sweats, cholelithiasis, complication of device insertion and menstruation delayed outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, cholelithiasis, complication of device insertion, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hot flush, menorrhagia, menstruation delayed, night sweats, pelvic pain, surgery, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not advised of complications from your essure removal procedure. She did not claim essure caused birth defects. The patient tolerated the procedure well and there were no complications at the end of the case. She never returned for follow-up she had a second essure placed. She never returned for follow-up hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2007: results: right coil in place and unilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: night sweats, hot flushes, pelvic pain. Concerning the injuries reported in this case, the following one was reported via social media: surgery, menstruation delayed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received :- new event missed period was added. New reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure (ess205) for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (ess205) . On (B)(6) 2007, 74 days after starting essure (ess205), the patient experienced device expulsion ("left coil expelled from fallopian tube"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (hysterectomy to remove essure in (B)(6) 2015). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, dysmenorrhoea, menorrhagia, abdominal pain and feeling abnormal outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, device expulsion, dysmenorrhoea, menorrhagia, abdominal pain and feeling abnormal to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2007: ultrasound scan vagina result was left coil expelled from fallopian tube. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. She also experienced abnormal bleeding, amongst non-serious events. Consumer underwent a hysterectomy to remove her devices, more than seven years after insertion. Pelvic pain and genital haemorrhage are anticipated in the reference safety information for essure. Pelvic pain and abnormal genital bleeding and changes in bleeding pattern may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, due to required surgical intervention. A product technical analysis is expected. Further information will be obtained through the litigation process.